Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not conclusively be determined through this evaluation. It was reported that the patient passed away due to withdrawal of care after poor prognosis for quality of life. It was reported that the outcome was not device or therapy related. An autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had sustained ventricular tachycardia and had an abrupt change in flow down to 0.5 liters per minute (lpm). The patient was placed on extracorporeal membrane oxygenation (ECMO) for cardiogenic shock and thrombus was identified by echocardiogram. Inotropes were initiated. The patient was taken to the operating room for emergent pump exchange. (Previously reported under MFR #: 2916596-2025-02295). It was reported that the patient passed away on (B)(6) 2025 due to withdrawal of care after poor prognosis for quality of life. It was reported that the outcome was not device or therapy related. An autopsy would not be performed and the pump would not be explanted.